Event description:
It was reported that the distal tip of the recanalization catheter separated from the outer catheter in the tibial lesion. The catheter was retracted without incident. The procedure was completed using an angioplasty pta balloon. There was no reported pt injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. The device was returned. The tip was examined under magnification (microscope 10x) and the outer catheter had been pulled out from the metal tip. The investigation is confirmed for material separation based upon the condition in which the sample was returned. The root cause could not be determined based upon available info. It is unk whether pt and/or procedural factors contributed to the event.